Event description:
A healthcare facility in (B) (4) reported that while a biomed was doing a preventive maintenance on iw934jeu cosycot infant warmer, the device did not give an audible alarm when the power cord was unplugged from the wall. No patient consequence was reported.

Manufacturer narrative:
Ps21429. The power pcb board of the actual complaint device was visually inspected and performance tested for power fail alarm. Results: the power pcb board of the infant warmer was visually inspected and no significant abnormalities noted. The power pcb was put into a working infant warmer to verify the reported fault. A power fail alarm was activated, providing an audible alarm, when the unit was unplugged from the mains power. Conclusion: the reported fault cannot be confirmed as the power pcb board passed both visual inspection and performance check. If the user had turned off the switch on the control panel prior to unplugging the device from the mains power, a power fail alarm will not occur.